Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly.

Event description:
The customer's mother reported via phone call that the insulin pump had received hardware low level failure alarm. Customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. Customer stated that fill cannula was recorded in daily history. Customer troubleshooting was performed. The insulin pump will be returned for analysis.